Event description:
Company representative reported on behalf of healthcare professional, "package fits in the outer shell almost hermetically... So there's suction... And you're pulling on the tab that you're supposed to tear open too...so the scrubs always struggle with it, and sometimes can't get it out... Or sometimes accidentally tear the tab... Or contaminate everything¿. Device did not make patient contact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a.